Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 brief sensor issues that led to a pairing failure, and support provided education to re-pair the sensor by toggling bluetooth, restarting, and re-entering the pairing code. Symptoms included intermittent loss of sensor glucose data. Outcomes included temporary interruption of cgm data availability without hospitalization. Investigation included remote troubleshooting and user education regarding device pairing and connection steps. Investigation of this case revealed a connectivity malfunction associated with cgm pairing, with no responsible device definitively identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device connection failure consistent with communication or pairing issues.